Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation and data investigation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2021-138130 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4). Device code: (B)(4): patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor was not working occurred. The sensor was inserted into (B)(6) 2020. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were unable to establish a connection. The reported event of a sensor was not working is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.